Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and results of lot history records review, it was presumed that torsion generated with wire manipulation in attempts to cross the cto had likely contributed to the reported separation of the tip of the regalia xs 1.0 guide wire. The applied torsion would be localize and therefore exceed the product design limit when the tip was being trapped in the cto. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]. Observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects]. Separation of the guide wire.

Event description:
It was reported that about 3cm of the tip of an asahi regalia xs 1.0 guide wire detached during a procedure to treat a chronic total occlusion (cto) in below-the-knee region. The tip fragment remained in the patient's body (the top of the foot). The physician said that the wire tip was broken when he torqued the wire during the procedure. Attempts to retrieve the tip fragment with a snare was failed. The procedure itself was completed successfully. The physician requested the surgery to remove the tip fragment immediately after the procedure to the orthopedics. However, hematoma occurred at the puncture site in the femoral artery when the sheath was removed. Surgical removal will be conducted after the patient's condition improves.